Event description:
The insert setter was used during the procedure and at the time of trying to place the insert this broke from the tip. The piece was removed completely and did not present any damage to the patient caused by the product. Procedure was completely successfully by using another smith and nephew device. Delay no greater than 30 minutes reported.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.